Event description:
It was reported that the patient had another inappropriate shock due to oversensing of noise. Technical services reviewed the data and advised some options. The physician replaced the electrode and kept the pulse generator implanted. There were no additional adverse patient effects.